Event description:
"First incision umbilical approx 2 cm, alexis was inserted, 3 trocars were placed in the gel extracorporal along the middle of each outer perimeter line of the applied medical triangle, one 12 mm trocar (kii, non threaded) was placed slightly below the middle, insufflating of co2 which was heated (37 degrees c) after approx 30-45 minutes the surgeon noticed small gel particle which could be found on and around his instruments, inside the situs, on his gloves and even inside the trocar lumen. We proposed to use a second gel cap a immediate solution. This worked for another 30-45 minutes until the same events occurred again." "Patient status is well, no special intervention was required to eliminate the gel particles. The surgeon was inservice to take out the separated gel particles out of the abdomen."

Manufacturer narrative:
Received report and now awaiting product for engineering evaluation. Will follow up with additional information.